Event description:
When the physician repeatedly activated output in short pitch laparoscopy-assisted distal gastrectomy, the short circuit error displayed. The physician checked the ptfe pad and replaced the device. The procedure was completed. There was no pt harm reported.

Manufacturer narrative:
The eval confirmed that the ptfe pad wore and the middle of the pad partially separated. There was no problem with the probe and jaw. The mfg history was reviewed, with no irregularities noted. Based on the eval and the past cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears and deformed, and the pad separates from the grasping section. In the course of separating, since the ptfe pad wore and became thin, the probe and grasping section became contacting each other, and the scratches indicating that the probe and grasping section were in contact with each other were made. Due to the contact during activating output, the error displayed. Note that the instruction manual prohibits activating output while grasping nothing in the grasping section (including after the tissue separated). The description in the instruction manual is cited below. Do not activate output for an extended period while the grasping section is closed without contacting tissue. Based upon the finding of the eval, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.